Event description:
It was reported that the pump touch screen was cracked. There was no reported information about an adverse impact on the customer's blood glucose level. The customer reverted to manual injections for insulin therapy. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.